Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number: (B)(4). Event occurred in the united arab emirates. It was reported that the patient went to an emergency room (ER) on (B)(6) 2025 due to hyperglycemia event. Blood glucose level was high at the time of the event and patient got treated with intravenous fluids of saline and insulin. The duration of hospitalization was less than 24 hours. Patient was experienced the symptoms of headache, tired, weak, pain and vomiting at the time of event. Patient was tested for ketones and the results were 5. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009684, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 30-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009684". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009684 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine 12 on 19-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly,: assembly of the lot 4k01577 was manufactured according to the wi version 27 and manufactured on 17-oct-2024, with a total of (B)(4) units. The sub-assembly, : assembly of the lot 4k01579 was manufactured according to the wi version 27 and manufactured, on 17-oct-2024, with a total of (B)(4) units. The sub-assembly, : assembly of the lot 4k01672 was manufactured according to the wi version 27 and manufactured, on 19-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k01560 was manufactured according to the wi version 42 and manufactured in the machine 4,5 and 08, on 16-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k03707 was manufactured according to the wi version 42 and manufactured in the machine 4 on 15-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k00930 was manufactured according to the wi version 42 and manufactured in the machine 4,5 and 8 on 09-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k01661 was manufactured according to the wi version 42 and manufactured in the machine 4 and 8 on 19-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k01555 was manufactured according to the wi version 42 and manufactured in the machine 4 and 8 on 12-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code no malfunction based on complaint information. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no nc raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.